Event description:
Boston scientific crm received information that the patient implanted with this right atrial lead had reported twitching on the right side. It was noted the ra lead had dislodged, and was in the superior vena cava. No adverse patient effects were reported.

Manufacturer narrative:
The associated pacemaker was programmed to vvi. No further intervention was planned. No further information is available. This report will be updated if more information becomes available.